Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had a leak from the fill port. This was identified after filling but before use. The device was filled with an unspecified amount of an unknown drug. There was no patient involvement. No additional information is available.